Event description:
It was reported this was arteriotomy closure of the left common femoral artery using the pre-close technique prior to an electrophysiology (ep) ablation procedure using a 12f sheath. Reportedly, it was the intention of the physician to place two proglide devices; however, when the plunger was removed, no sutures were attached to the needles of one of the devices. The procedure was completed and hemostasis of the large hole closure was achieved with the one successfully pre-placed suture and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.